Manufacturer narrative:
E.1. Initial reporter facility: (B)(6). A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 06-dec-2016 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the cubie was failed in drawer 5 and unable to recover. A field service engineer (fse) addressed the customer report of failed cubbies in full height drawer 5 that could not be recovered. Inspection confirmed a medication spill inside the drawer as the cause of the issue. The trays were removed, the drawer was cleaned, and the issue was resolved. The repair was tested using the hardware test application and verified to be operational. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es cubies in full-height drawer 5 had failed and were unable to be recovered. However, there were no delays, adverse events or injuries reported based on this event.